Event description:
It was reported in an article summary that mortality in patients after carotid artery stenting (cas), a treatment approach for atherosclerotic carotid artery stenosis, is influenced by numerous factors. This study aimed to investigate the prognostic value of the naples prognostic score (nps), which reflects nutritional and inflammatory status, in cas patients. Retrospective analysis was performed and included 697 patients who underwent cas from january 2016 to december 2020 at the hospital. The patients received either an acculink self expanding stent (ses), xact ses or one of two non-abbott ses. The primary endpoint of the study was long-term all-cause mortality. The study population was divided into two groups based on the nps value: low nps (nps 0¿2) and high nps (nps 3-4). Univariable and multivariable cox regression analysis was used to identify independent predictors of death. The median follow-up time was 60.8 (46.36-75.36) months. It was noted that no cause of death was available for any patient due to the cause was not determined. During the follow-up period, all-cause mortality was higher in the high-nps group compared to the low-nps group. It was concluded that nps as a marker of malnutrition and inflammation was found to be associated with long-term mortality and serves as an independent predictor of long-term mortality in patients undergoing cas. Additional information can be found in the article "predictors of long-term all-cause mortality after carotid artery stenting: evaluation of the naples prognostic score".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported unspecified vascular problem and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xact carotid stent system information as a known complication associated with angioplasty and stent placement procedures. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: date of death is an estimated date. B3: date of event is an estimated date. D4: the UDI # is not known as the part and lot number were not provided. D6a: implant date is an estimated date. The additional device referenced in b5 is being filed under a separate medwatch report.